Event description:
It was reported that during a breast biopsy procedure, as the footswitch was being connected to the unit, it was noticed that the connector was coming apart from the unit and the footswitch would not work properly. It was also noticed that the blue cable would not stay connected to the unit and it would vibrate while performing the biopsy. An error code was received. There was no patient consequence reported. Case was completed using the unit, holster and probe.

Manufacturer narrative:
Date sent: 10/06/2008. Evaluation summary: the unit was received with minor scratches. The analysis site confirmed the customer complaint. To correct the issue, the analysis site replaced the rotational cable. Parts replaced that were unrelated to the customer complaint were the port shaft, safety latch and translational cable. After servicing, the unit passed all qa testing procedures. Complaint information is trended on a regular basis to determine if further investigation is warranted.